Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that they were concerned that their bolus was not measuring or delivering the right amount. Customer stated that they had two incidents when they went low. Customer stated that they were not hospitalized. Customer's blood glucose reading during the low was 26 mg/dl and was treated with apple juice and glucagon. Customer reported symptoms of nausea, confusion and sweating. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Cracks around the battery compartment and reservoir lip were noted. No further information reported.